Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please reference medwatch 2032227-2014-89269 for reported event on the insulin pump.

Event description:
The customer reported issues with sensor glucose and blood glucose values. The customer stated that he was not trained on using the continuous glucose monitoring system. The customer's blood glucose was not known at the time the issue was reported, however, the customer did report multiple occasions where his blood glucose was in the 30s and the paramedics were called. The customer was treated with an IV and sugar water. The blood glucose increased to 200 mg/dl after treating the low blood glucose. Nothing further reported.